Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d9, e4, h3, h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and evaluation found both of the locking levers were broke off. The pin inside the preprocessor side connector had no indications of being bent or damaged. The tubing showed no signs of punctures or residue inside the tubing. The endoscope side was able to attach to the biopsy port of an endoscope without any issues. Based on the results of the investigation, a definitive root cause could not be determined. Therefore, the reported was confirmed, it is likely that external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube could not be connected. The issue was found during receipt inspection. There were no reports of patient harm.